Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient experienced diminished respirations and was ¿found down¿ by his wife. The patient was taken to the emergency room and given an infusion of narcan. The patient was recently switched from supplemental fentanyl to dilaudid for break-thru pain. The medication in the pump per (B)(6) 2013 telemetry is fentanyl 55.956 mcg/day, bupivicaine 6.7148 mg/day, clonidine 111.91 mcg/day. The concentrations were not provided. There was no compounded baclofen noted on telemetry print out on (B)(6) 2013 or (B)(6) 2013. The patient was fine and receiving effective therapy.

Manufacturer narrative:
Product ID 8784, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported that the patient¿s pump was refilled on (B)(6) 2013. As of (B)(6) 2013, the patient was in the ICU (intensive care unit) with overdose symptoms. The patient was able to communicate and did not indicate that there were any issues with the refill. The pump was delivering clonidine, baclofen and dilaudid/hydromorphone. It was later reported that it was believed that there was a concentration/drug change made and they thought the calculations may have been incorrect. The patient was found by his wife unconscious on (B)(6) 2013, taken to the ER (emergency room), and admitted. As of (B)(6) 2013, the patient was still in the hospital. The pump was interrogated to confirm the status of the pump; this reporter did not have the details, but thought that the patient¿s symptoms were due to an issue with changing fentanyl to hydromorphone or vice versa but was unsure. Additional information has been requested, but it was not available as of the date of this report.